Manufacturer narrative:
Section b5 updated with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) on 22august2024. They were meeting with patient (pt) on (B)(6) to discuss next steps. Technical services (tss) reviewed that there was not any further troubleshooting that they could recommend as that has been exhausted. Tss will be providing info via email on warranty program to rep so that will be made available to pt. They did leave rep a message about trying a tablet session with the ins and if they were able to connect, to see at what distance the clinician telemetry module (ctm) would lose telemetry with the implantable neurostimulator (ins). If this occurs at a shorter distance then it may indicate a telemetry issue. This was mentioned as more of a diagnostic to do, versus troubleshooting to resolve the issue. Per additional information received from the manufacturer representative on 09sep2024 ins replaced with non-medtronic product (non-rechargeable) on (B)(6) 2024. Medtronic ins used earlier was discarded and would not be returned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported external equipment patient was using prior to explant was lost and unable to be returned.

Manufacturer narrative:
Regulatory report # 3004209178-2024-19187 pertained to this event and contained information already reported. All further information related to this event will be reported under this manufacturer report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturing rep. Caller states a few weeks ago she had the pt attempt to 'disable device' over the phone (pt went into technician mode). The issue remains where pt can only charge using passive recharge mode. Agent advised caller to try to disable the device again, she will try post-conversation with agent. The caller has pulled an medtronic report and will send it in. The caller states today she is with the pt and they are having a lot of trouble connecting to the ins without the rtm attached; eventually they were able to connect without the rtm attached and were able to turn on the ins. When the rtm is attached, caller gets 'no device found' screen and when they choose to recharge from that screen, they only can charge with passive recharge. The caller noted connecting to ins via tablet today and the ins shows 60%. The caller doesn't believe the ins depth is an I ssue, she can feel the ins 'quite well'. The caller mentioned the ins depletes quickly but did not note it as a problem when it was inquired upon--caller confirmed it is due to setting related. Agent to escalate this case as agent did not have a remedy to offer--external components have been replaced multiple times.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Caller states a few weeks ago she had the pt attempt to 'disable device' over the phone (pt went into technician mode). The issue remains where pt can only charge using passive recharge mode. Agent advised caller to try to disable the device again, she will try post-conversation with agent. The caller has pulled an medtronic report and will send it in. The caller states today she is with the pt and they are having a lot of trouble connecting to the ins without the rtm attached; eventually they were able to connect without the rtm attached and were able to turn on the ins. When the rtm is attached, caller gets 'no device found' screen and when they choose to recharge from that screen, they only can charge with passive recharge. The caller noted connecting to ins via tablet today and the ins shows 60%. The caller doesn't believe the ins depth is an issue, she can feel the ins 'quite well'. The caller mentioned the ins depletes quickly but did not note it as a problem when it was inquired upon--caller confirmed it is due to setting related. Agent to escalate this case as agent did not have a remedy to offer--external components have been replaced multiple times. Additional information was received from a manufacturer representative (rep). It was reported that the rep met with the patient today and they could only connect with ins using a tablet, and couldn't connect using a controller or a controller and recharger. The rep tried using a brand new controller and recharger with the patient's ins, but there was no communication with ins though the ins did have charge in it. They were still getting passive charging with numbers of 93 and 94 today (96 yesterday when the rep met with the patient). The last normal charging session (non passive mode) was in early july. The spinal cord stimulator (scs) ins was in flank area and the caller was unsure how far the interstim ins is from scs ins. Scs ins is easy to feel and not deep. There were no known procedures or trauma or weight changes. The patient's wife commented today that their recharging issues got worse after replacing the recharger. The manufacturer's technical services specialist (tss) reviewed that engineering was looking at the data files to see if there was anything remarkable. Additional information was received from the manufacturer representative. It was reported that they were meeting with the patient and healthcare provider on (B)(6) 2024 at 10:30am.

Manufacturer narrative:
Continuation of d10: product ID 97745nt, lot#/serial# (B)(6). Product ID m995402a001, lot#/serial# (B)(6). Product ID 97745nt, lot#/serial# (B)(6). Product ID 97755-s, lot#/serial# (B)(6), product type recharger. Product ID 97755-s, lot#/serial# (B)(6), product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostim ulator (ins). The rep said it was difficult or unable to recharge the ins. The patient received rm06 message for a second time 2 days later while trying to charge ins. The removed battery and put battery back in but the ins recharge longer than expected/slow recharge. The patient rep called and reported the patient was having issues when charging their implant. Caller noted that it always took a long time to charge the implant but they wouldn't consider that to be a problem. Caller reported that for the last 3 or 4 days, every time they charge the patient's implant, the implant battery was empty. Caller noted that the controller displayed that stimulation was off so they reset the stimulation (agent understood as controller) and reported the implant charged up again. Caller stated that the next time it took 2 hours to charge the implant, and that last night the implant was totally empty again but that the controller came back on and displayed system problem rm06 message. Caller noted they called the rep last night and they advised to reset the controller and to call to get a new recharger cord. Caller noted that the patient had been in pain for 2 days now since they can't charge. During the call, caller confirmed that there was no visible damage to the recharger cord. Caller noted that the first pin on the right side in the controller charging port was darker than the others. The issue was not resolved. An email was sent to the repair department to replace the controller. Additional information was received from the patient rep via manufacturer representative (rep). They reported that the controller li thium battery depletes before the internal generator is fully charged. Discussed paddle placement and maintaining an excellent connection. Avoid tapping controller screen to keep lit. Advised patient¿s wife to call in for further assistance and if necessary replac ement of controller lithium battery or any other external part they may feel is the problem. Patient rep stated they will call monday, 6/3/2024. Patient rep called on (B)(6) 2024 and stated they received the controller but no battery pack and the manufacturer rep told them to call for bp replacement. Caller stated they controller is draining before the implant is charged up. Caller stated the ins starts out a 0% and charges up to 90% and controller starts out at 100% and goes down to zero before ins is fully charged and they have to recharge the controller. Caller stated they get a message battery low recharge the controller when the controller is at 70% and ins 50%. Agent asked if there is visible damage to the rtm port or cord and caller said there is no visible damage on the cord and there is no white arrow at the end of the cord. Reviewed if there is an issue with the controller or battery pack there would be no power on the controller and controller will not charge up to 100%. Reviewed device function. Caller stated the rtm was replaced before. Caller mentioned the ins depletes to zero often and they have to recharge the ins often. Sent email to the repair dept for rtm replacement. On (B)(6) 2024, the manufacturer rep called with the patient present in the clinic. Rep states the patient received their new rtm but are still having issues recharging, in that they charged the ins to 100%, but then it (ins) depleted completely within 24 hours. Rep states they noted today that the time and date were incorrect, as the recharge diary showed dates in march. Rep states the recharge interval is 1.2 days. Rep states the controller shows a date of march 6, 2011, while the implant date was september 22 2022. Advised rep on how to compile mdt report and sent email to rep to obtain this. The rep called back with the patient present in the clinic. Pt was sent replacement rtm and the new rtm is not connecting to the ins. The controller connects fine without the rtm. Rep tried another pt controller and had the same issue with the rtm not connecting. Ts will request another rtm from rep air. Additional information was received. Pt rep called back and stated the pt has had nothing but problems with the controller. Pt must keep the controller back cover on with scotch tape because the back door cover comes off. Pt rep mentioned that the pt has received 3 recharger cords in the past and the controller was replaced. Pt rep stated the controller battery was depleting before pt can get the ins charged. Pt stated the ins battery was depleting rapidly because the pt cannot get the ins to fully charge with the controller battery. Pt has worked with a rep on this issue since jan 2024. See request to repair team for the li battery pack. Additional information was received. The manufacturer representative (rep) reports that the pt has reported many different issues with external equipment. Rep reported that the pt has had all equipment replaced, the most currently one was battery pack. Rep reports that the pt¿s wife does all the charging for the pt as they are their caretaker. Rep reports pt was having issue connecting to their ins, continue to see cannot find device or device not found. States that the ins was 70% charged and controller was 100% charged. Rep reports they are not with pt, troubleshooting done via phone. Rep reports that they are scheduled to meet with pt monday. Rep reported that the pt¿s wife has tried pressing the on/off button on the controller, p1 to turn stimulation on, using the recharger paddle and resetting the controller and waiting whole 1 minute to reset the controller, continue to see device not found. Suggest pt to bring all equipment to the appointment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section b2 and h1 updated to reflect serious injury. Section h6 annex f code updated to reflect serious injury. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.